Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation a review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 2.5 x 38mm xience xpedition stent was successfully implanted in the proximal left anterior descending coronary artery (lad) . The patient was discharged on (B)(6) 2015. Information received from a three-year follow up on 12-mar-2018 indicated that on (B)(6) 2018, the patient was re-hospitalized for chest pain. A nitroglycerin tablet was administered to the patient and symptoms were relieved within half an hour. The patient was discharged on (B)(6)2018. The stent remains patent. No additional information was provided.